Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has been experiencing visible phrenic nerve stimulation since the lead was implanted. The lead was programmed off and remains in the patient. No further patient complications have been reported as a result of this event.